Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate electric shocks due to supraventricular tachycardia (svt). Upon review, it was noted that the battery dropped. In addition, it was noted that the first inappropriate electric shock accelerated the rhythm to ventricular tachycardia (vt) and the second shock converted. The ablation will be performed and it was discussed about s-ICD replaced. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate electric shocks due to supraventricular tachycardia (svt). Upon review, it was noted that the battery dropped. In addition, it was noted that the first inappropriate electric shock accelerated the rhythm to ventricular tachycardia (vt) and the second shock converted. The ablation will be performed and it was discussed about s-ICD replaced. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.